Event description:
It was reported that upon plugging in the wand and depressing the coblate function at the start of the procedure it began to steam excessively. The surgeon replaced the wand with the same type of device and completed the procedure without further incident. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.